Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 448 mg/dl. Customer stated that the insulin pump had a no delivering alarm. Customer stated that the insulin exited through tubing. The product will not return for the analysis.